Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge did not fit onto the pump. Troubleshooting confirmed that there was an o-ring on the pneumatic tap. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer removed the o-ring and changed the cartridge to address the issues. The customer's blood glucose level was 134 mg/dl.